Manufacturer narrative:
The device remains in the patient's eye. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Implant date: the stent was unable to be implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. Any omitted information was not available at the time of initial report. Written correspondence will be sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Malpositioned stent is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that the stent was in the angle, and an attempt to retrieve it with split irrigation and aspiration was made. As the stent was being pulled toward the incision, visualization was lost and the stent could not be found. The procedure was aborted. The surgeon conferred with the glaukos medical monitor who reported that the patient was scheduled for ultrasound biomicroscopy (ubm) on (B)(6)2017 to attempt visualization of the stent. The surgeon believes the stent lodged sub-incisionally (temporal wound) under the iris in the sulcus. The glaukos medical monitor discussed treatment options including leaving the stent in place and continuing with preoperative medications. The patient contacted glaukos and reported that both vision and intraocular pressure (iop) were ¿good.¿ additional information will be requested from the surgeon.

Manufacturer narrative:
MFR reference # (B)(4).

Event description:
The surgeon conferred with the (B)(6) medical monitor on (B)(6) 2017. The surgeon reported that the initial ultrasound biomicroscopy (ubm) showed that the stent was most likely positioned sub-incisionally (temporal incision) in the sulcus. On undilated and dilated examination, the surgeon was not able to visualize the stent. It was noted that the stent was not observed on the retina. The patient would like to return for a follow-up ubm, and if no changes are observed, the (B)(6) medical monitor and the surgeon discussed leaving the stent in place. Additional information has been requested.

Manufacturer narrative:
MFR reference # (B)(4).

Event description:
Clinical follow-up was received on 10/03/2017 and the surgeon reported that there has been no adverse impact to the patient who will continue to be monitored. The patient remains on timolol and the event is resolved with no sequelae to date.